Event description:
Found during testing. According to the reporter, the device works with ac power but upon switching to battery power, the device immediately turns off. The battery has already been replaced.

Manufacturer narrative:
The customer sent the device to physio-control for evaluation and repair. Physio will submit a follow-up report from the device evaluation.